Manufacturer narrative:
Device is an instrument and is not implanted/explanted. W/o a lot number the device history records review could not be completed. The investigation could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.

Event description:
Medwatch # (B)(4) was rec'd and will be included with this report.